Event description:
The scissors head allegedly fell off the instrument and into the pt, during a lap-chole procedure. This required the surgeon to further widen the access hole in the pt, in order to retrieve the scissors head. No other info is available at this time.